Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported that "during the procedure, it was noticed that the custom smiles implant in the patient had broken".